Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging. Database analysis revealed no anomalies. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was elderly and had issues with charging but unrelated to the ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging. Database analysis revealed no anomalies. The patient will undergo revision procedure.